Event description:
During an initial implant procedure, it was not possible to separate the left ventricular (lv) lead from the device. A new lv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of ¿the wire is torn off and got stuck in the electrode at the upper end¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examinations found a piece of guidewire with the distal tip bent causing the guidewire to be stuck at the distal tip of the lead. The cause of the reported event was due to the bent guidewire causing it to be stuck at the distal tip of the lead.